Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a broken door; this condition had the potential to interrupt delivery. This condition was found in the 4 b area. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flogard infusion pump with a broken door was confirmed as the door latch area was broken on the pump head. The cause of the reported condition was determined to be excessive force or mishandling. The appropriate pump head door parts were replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted. Similar reports have been received for the reported problem.